Event description:
It was reported that the pt is alleging harm caused by the devices, however, the exact nature of the harm is unk. Pt has not been revised.

Manufacturer narrative:
The exact nature of the issue with the devices was not reported. The devices have been in vivo for approx 2 years and 2 months. Product compatibility of these devices were checked and found to be compatible; however, it is unknown which zmr proximal body was implanted in the pt. The per alleges that the devices were subject to recall; however the devices have not been subject to recall. No root cause can be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.